Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus issues while using the device. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. The manufacturer could not confirm the customer's complaint. The device did show multiple e53 and e191 continue errors, an e130 reboot error, and an e200 stop level error. No parts were replaced as the device was scrapped by the manufacturer.